Manufacturer narrative:
(B)(4). Device has not been received for evaluation at the time of this report. Device manufacture date: unknown lot number therefore no manufacturing date available. Application support manager discussed with surgeon potential causes for event. Instructed surgeon to send the patient interface back to amo for evaluation. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported that during flap creation, there was a band of black area within the raster pattern. Surgeon elected to evaluate with the slit lamp and noted an irregular epithelial area and decided to continue on with prk (photorefractive keratectomy) on the eye the same day. No other patients affected. On (B)(6) 2015 account reported that at his 1 week post op patient was 20/30 with bandage contact lens.